Event description:
It was reported that the provisional shell impactor broke while impacting. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h4; h6 proposed component code: mechanical (g04)- impactor visual examination of the returned product identified strike plate shows indentations and scratches from previous uses. Handle and shaft show nicks and scratches. Threaded tip is confirmed to be fractured. Fractured piece(s) were not returned with device for review. No other damage was noted review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.